Event description:
Revision surgery - due to an infection.

Manufacturer narrative:
On (B)(6) 2013 an agent informed djo surgical of a revision surgery involving the replacement of a turon primary humeral neck, stem, and head. There is no information in this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the infection. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was kept by the hospital and not made available to djo surgical for examination. The device history records for the reported components involved was examined. A review of the sterilization records show that the reported devices had all received an adequate 25-40 kgy gamma radiation sterilization dose and were within their respective expiration dates at the time of the original surgery. A review of the implant device history records, product complaint report database, and sterilization records show that the reported components used in the original surgery met sterilization, design, and manufacturing requirements. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the infection or inhibited the patient's immune system. There are multiple factors that may contribute to infection that are outside of the control of djo surgical. The data reviewed in this report supports that if the patient was suffering from an infection it was not the result of a product or manufacturing process defect.